Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had a damaged bottom¿ was confirmed through visual inspection. Further evaluation found the air detector was damaged. The battery compartment and air detector were replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump had a damaged bottom¿; during device evaluation it was found the air detector was damaged. There was no patient involvement and no harm.